Event description:
During an endoscopic laser lithotripsy the dr. Was unable to feed a laser fiber through the flexible storz ureteroscope. After unsuccessful attempts with three (3) other fibers, a fiber was placed through the flexible scope, but it was a very tight fit. Howeveer, the irigation wanot flowing and the procedure was abandoned and re-scheduled.